Event description:
Information was received indicating that the connector a smiths medical level 1® hotline® disposable administration set broke when being connected to the hotline unit. It was reported to occur during pre-use check. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches under normal conditions of illumination. The sample presented with a broken luer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause is that the female luer became damaged after the product left manufacturing facility.